Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if issue recurred, which customer acknowledged and understood.